Event description:
It was reported the patient developed bacteremia. The device and leads were removed and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID d334drg implantable cardioverter defibrillator (ICD) implanted: 2011-(B)(6), explanted: 2013-(B)(4); product ID 6947, implantable tachy lead tdg085556v, implanted: 2003-(B)(6), explanted: 2013-(B)(6). (B)(4).